Manufacturer narrative:
It was reported that "black spots" were noted on the bulb irrigation syringe component. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation. The returned bulb irrigation syringe was examined closely for any black particulate or spots and none were found. There was, however, a white spotty film observed on the inside of the plastic barrel of the component. No film was noted on the outside of the barrel. When wiped, the film did come off indicating that it was not embedded into the material. The root cause was determined to be an in issue relating to the component manufacturing process. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that "black spots" were noted on the bulb irrigation syringe component.